Event description:
Clinical study same case as MFR#6000089-2005-00311. It was reported that 10 months after a coronary artery drug eluting stenting treatment procedure, a hypersensitivity reaction occurred. In 2004, the physician placed taxus express2 8.8% 3.0 x 32 mm drug eluting stent in a 3.0 mm, 95% stenosed, mildly calified, mildly tortuous, mid right coronary artery (rca) lesion. The lesion was pre and post dilated. The physician then placed a taxus express2 8.8% 3.0 x 16 mm drug eluting stent in a 3.0 mm, 90% stenosed, mildly calfified, mildly tortuous, ostial proximal left anterior descending (lad) artery lesion. The lesion was pre and post dilated. The patient was discharged on plavix, asa, and lipitor a month later, a moderate hypersensitivity skin reaction of localized puritis, urticaria, and swelling was experienced by patient. The patient was given diphenhydramine and decaderon. The patient's asa was changed to enteric-coated asa. It is unknown if the reaction was drug, device or diagnostic agent related. The event was resolved elven days later.